Event description:
Customer claims that the pt was put into the canopy at 10:00 pm on (B) (6) 2010. The pt was checked at 11:30 pm and she was found on the floor. During their investigation process they found that when zipping the large window zipper in the clockwise direction, the zipper would close and work fine. However, when trying to zip the window close in the counter-clockwise direction, the left side window zipper separated when pressure was applied to it. There was no product problem found prior to placing the pt into the canopy. The pt has huntington's disease which, causes her to have uncontrolled body movement. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results: eval of the returned canopy shows that the panel side a window zipper slider body is open. There is other damage to the canopy that is not pertinent to this claim. (B) (4).